Manufacturer narrative:
It was noted that the instrument has been running without additional outliers or discrepant results.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results from an unknown number of patients tested for magnesium (mg) and calcium (ca). The issue has been going on since "last week." The customer provided erroneous results for 1 patient tested for mg. The date of this event was not provided. It was noted that erroneous results were reported outside of the laboratory, but, the customer was not able to say which results or how many patients were affected. The initial mg result was 6 mg/dl. The repeat result was 1 mg/dl. It is not known if any patients were adversely affected. No adverse event was reported. The mg reagent lot number and expiration date was not provided. The field service representative (fsr) indicated the reagent probe was misadjusted. The gear pump head was replaced. After this service action, the customer indicated ca values were still too high. No specific results were provided. The fsr indicated the water supply canister and tubes were totally black from contamination/fungus. Hypo-rinsing was performed. It was noted that this contamination must have occurred suddenly as the instrument underwent annual preventive maintenance on 09/10/2015. The fsr also identified spraying/sprinkling from the wash station which causes cuvette flooding. It was noted that further discrepant results for unknown tests occurred, however, none of them were reported outside of the laboratory.

Manufacturer narrative:
A specific root cause could not be identified. The field service engineer exchanged gear pump head, probes, valves and diaphragms. On (B)(6) 2015 it was noted that there were still probes frequently blocked by plastic particles. Upon a review of the service history, it was noted that the module has not been maintained as recommended. It is highly likely that the issue was caused by probe carryover which was caused by insufficient rinsing pressure, caused by an old gear pump head that had not been exchanged. The plastic particles in the probes could also have caused the issue.